Manufacturer narrative:
(B)(4). (B)(6). The clinic is reporting this event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported intermittent error 2012 (instrument host timeout error) on the whitestar signature system. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo field service specialist (fss). The fss replaced the instrument manager board to resolve issue reported. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities; the system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.